Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a lifted dressing is confirmed but the root cause could not be determined. One photograph of a sentrinex dressing was returned for evaluation. Inspection of the photograph found that a sentrinex dressing was applied over an infusion set, against a patient's skin. A portion of the dressing on the top left area was observed to not adhere to the patient's skin. However, the photograph did not provide enough detail to determine the cause of the dressing not adhering. Based on the available material for review, the complaint is confirmed but there is insufficient evidence to identify the root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that a patient came in today with dressing lift. Patient had same experience with previous dressing in (B)(6). No adverse events have been reported at this time. This report addresses the current event.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.